Manufacturer narrative:
This follow-up report is being filed to include a correction for previous report 2518422-2021-03653. Concominant medication has been added to section h10.

Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's sound abatement foam was observed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.